Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1krzt, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had an infection. It was believed that the patient didn¿t live in an environment where good post-surgical care was possible. The surgeon tried to clean out the infection, but it wasn¿t effective, so they decided to remove the system on the right side. The surgeon first cleaned out the infections site then decided to surgically remove the system on the right side. The issue was resolved at the time of the report.